Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up. Upon troubleshooting, the required 24v and 12v power supply voltages for the user interface and fd unit were not provided and the powered off due to defective power supply in the mains cabinet; so confirmed the faulty power supply. To resolve this issue, fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.